Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there were an unspecified number of tubes that had a crack in them that caused a sample leak in the centrifuge. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation, which show a tube with a crack along the bottom, leaking blood. A total of three photos were provided. Retained samples will not be tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, there were an unspecified number of tubes that had a crack in them that caused a sample leak in the centrifuge. No adverse impact was reported regarding the patient or user.